Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, device failed to cross the lesion and the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 9mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, device failed to cross the lesion and the balloon ruptured during inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.